Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure due to a failed fibulink. The patient had the initial surgery on (B)(6) 2020 where the reported device was implanted. One week post-op, the patient was walking on her affected side and ultimately began experiencing pain. It was then discovered that the device has failed as it looked on xray that the lateral fibulink screw was disconnected from the link. During the revision procedure, when attempting to remove the entire implant, the surgeon was not able to back out the tibia screw as the screw continued to spin without exiting the tibia. It was then decided to leave the tibia screw inserted in the tibia which was deemed as a broken screw. A three (3) hole, 1/3 tubular plate with two 4.0mm cortex screws were used to revise the syndesmosis. The surgeon placed one screw superior and one screw inferior to the ¿broken¿ fibulink tibia screw. The procedure was successfully completed without a surgical delay. Patient status was fine. Concomitant device reported: unknown tibia screw remover (part # unknown, lot # unknown, quantity 1). This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).